Event description:
When fluoroing system made a weird noise and cut off. (B)(6) was in middle of case and wasn't able to troubleshoot. She said they recycled power and it started working. (B)(6) called back and said problem happened again during the case. She was able to recycle and power and the system started working.